Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer number: 3006705815-2022-14587. It was reported the patient was experiencing ineffective stimulation. Diagnostic confirmed high impedance all contacts of both leads. Surgery may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on 7 jun 2022 wherein it was confirmed the leads had not migrated. Issue was resolved with ipg repositioned. No product was explanted. During this same procedure the ipg was repositioned, further information can be under related manufactured number: 3006705815-2022-14742.